Manufacturer narrative:
Internal complaint reference case-(B)(4). Postal code (B)(6).

Event description:
It was reported that, after internal fixation surgery was performed in an unspecified date, a trigen intertan 11.5mm x 20cm 130 degree nail broke inside the patient at the lag screw hole, on (B)(6) 2021. It is unknown how this issue was resolved. Current patient's health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided complaint form supports the complaint. However, smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint. Therefore, the root cause of the reported failure could not be confirmed nor concluded. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant medical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to excessive forces applied to the device or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.